Event description:
Complainant alleged that the medics were attempting to defibrillate a 55 year old female pt in cardiac arrest, but the device paddles failed to charge or discharge on multiple defibrillation attempts. The device screen displayed a "paddle fault" error message. The medics eventually were able to defibrillate the pt five times. The pt subsequently expired. The complainant indicated that although the medics attempts to resuscitate the pt were greatly diminished the pt outcome was not as a result of the reported malfunction.